Manufacturer narrative:
The headholder system in question was replaced and returned to (B)(4) for mechanical and visual analysis. The headholder system was found to be free of defects. However, it was found that the amount of force generated by the torque driver deviated by approximately 30% from the specified value. This deviation was due to an improperly calibrated torque meter. We conclude that the incident was due to either one, or a combination of the following causes: the surgeon inserted the pin into a relatively weak area of the skull (the coronal suture). The cranium in the area was weakened due to a nearby puncture caused by the surgeon initially attempting to insert the pin in a different location. Due to the torque meter being improperly calibrated excessive force was exerted on the pin, causing it to penetrate the cranium. The following remedial steps are being taken: reviewed users instructions will be sent to the users to include specific advisory that it is necessary to remain in constant visual contact with the pin while attaching it to the cranium, to make sure that it does not penetrate past the pointed section at the tip. They will also be reminded to keep in mind, when choosing an attachment site, that different areas of the skull vary in their weakness and strength. A technical note is being sent to all field service engineers informing them of the incident, and ordering them to immediately recalibrate all the torque drivers.

Event description:
The polestar n20 is supplied with a proprietary headholder to hold the patient's head in place during surgery. The headholder secures the pt's head through the use of pins that slightly penetrate the outer portion of the pt's cranium. The pins are attached to the cranium through the use of the torque driver, set to a defined force with a torque meter, that is supplied with the system. On (B)(6), while being attached to a pt's skull, a pin penetrated the cranium, and lodged in the bone, with a small portion protruding into the brain. A craniotomy was performed to remove the pin, and the pt suffered no lasting injury. According to the initial reporter there was an additional hole, apparently as a result of a prior attempt by the surgeon to attach the pin, in close proximity to the hole where the pin penetrated the cranium. In addition, the surgeon suspects that, by mistake, he may have inserted the pin into the coronal suture, which is a relatively weak section of the skull.